Event description:
It was reported that the cot fastener retaining post was loose which could effect fastening of the cot to the cot fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.